Event description:
It was reported that there were high impedances of greater than 10,000 on 0, 1, 2 and 7. Impedance readings were >10,000 for 0/1,0/2, 0/3, 0/4, 0/5, 0/6, 0/7, 1/2, 1/3, 1/4, 1/5, 1/6, 1/7, 2/3, 2/4, 2/5,2/6, 2/7, 3/6, 3/7 and 3/4- 6804, 3/5-1133, 4/5-957, 4/6-1073, 4/7-1440, 5/6-899, 5/7-1281, 6/7-1216. Stimulation had stopped on the left side of the neck approximately 3 weeks prior to the date of this report. The patient had denied having any falls. Patient symptom associated with the event was less than 50% therapy relief in left neck. Actions required as a result of the event was reprogramming which was done on (B)(6) 2015. The issue was resolved but the cause was not determined. Patient was getting stimulation in desired areas of the neck.

Manufacturer narrative:
Concomitant products: product ID 3986a, lot # lc0492, implanted: (B)(6) 2004, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).